Event description:
It was reported that during set up at the user facility, the load/run switch from the system 6 sagittal saw snapped off due to rust damage. It was reported that the procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon disassembly, the technician found a barrel fractured at lever mount failure. The device was repaired and returned to the user facility.